Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was 99% stenosed located in the severely tortuous right coronary artery (rca). The physician tried to insert the taxus liberte long, (mr) 38 x 3.50mm stent delivery system into the patient, after predilation and ivus, but they could not advance the device at the lesion the edge of the device was damaged after several attempts. The device was exchanged for another of the same device and the procedure was completed. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR. The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).